Manufacturer narrative:
Device serial number requested but not provided. Voluntary mw number 3400300000-2022-0000022 was received 30may2023 manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 8 days ((B)(6) 2022 to (B)(6) 2022 per the timestamp). A no external power alarm coincided with a pump stop and activated on (B)(6) 2022 at 22:30 due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. The alarm may be associated with a driveline damage that lead to a pump stop. No other notable alarm was observed. The hm2 system controller was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. Additional information provided on 30may2023 stated that a controller exchange took place on (B)(6) 2022. There were no reported issues regarding the functionality of the system controller at the time of the exchange. The exchange occurred in the same hospital visit as the reported pump exchange that occurred on (B)(6) 2022; however, the controller exchange took place several days prior to the pump exchange. Multiple good faith effort attempts were made asking for the serial number of the system controller, the reason for the exchange, and if the controller will be returning; however, no response was received. The root cause for the reported event was unable to be determined through this investigation. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with left ventricular assist (lvad) alarms including low battery, call hospital, low flow, and low voltage with the device stopped for up to 9 minutes. On (B)(6) 2022 a controller exchange was performed. Related MFR: 2916596-2022-11436.